Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2020, the customer experienced nausea and had "blue lips, and was unable to treat themselves. A blood glucose of test of "hi" (greater than 500 mg/dl) was obtained from the built-in meter and the customer was injected with 10 units of fast-acting humalg by the mother, a non-hcp, for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2020, the customer experienced nausea and had "blue lips, and was unable to treat themselves. A blood glucose of test of "hi" (greater than 500 mg/dl) was obtained from the built-in meter and the customer was injected with 10 units of fast-acting humalg by the mother, a non-hcp, for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.